Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Patient's weight was gathered via follow-up and provided in this report.

Manufacturer narrative:
The device was not returned for analysis, however programming and stimulation parameters were provided. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol. Based on the issue being attributed to normal battery eri/eol, the incident should not have been reported as a medical device report (MDR).